Event description:
On (B)(6) 2009, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient lost stimulation. All contacts had invalid impedance. An x-ray was taken and revealed a lead fracture. The patient did not report experiencing any traumatic events. On (B)(6) 2010, the patient's leads were replaced. The patient is now receiving satisfactory stimulation.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and noted to be severely kinked with all wires broken approximately 24cm from the stimulation end. The lead also failed continuity testing. Conclusion: the reported complaint was confirmed, as received the lead was severely kinked and all wires were broken. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.